Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Customer was tested for diabetic ketoacidosis (dka), and refused additional treatment as it was determined customer was not in dka. Reportedly, the customer was released on (B)(6) 2020 with no permanent damage.